Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Medwatch report number: mw5099875. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as leak coming from the central port. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.